Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that before use, the device experienced technical failure 316 "blower failure" and technical failure 545 "insp valve value out of range." Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Additional information was provided by the customer that after inspecting and replacing the o2 sensor, a crack was identified on the sensor. It could not be determined whether the o2 sensor was already cracked prior to installation, became damaged during installation, or developed the crack during normal use. The o2 sensor was replaced and after replacement, the device operated as expected. A full functional test and calibration was completed with results all within specification. The reported malfunction is attributed to the cracked o2 sensor.